Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error during normal use. Blood glucose value was 295 mg/dl. Customer had reverted to back up plan and blood glucose was 230 mg/dl. Nothing further reported.